Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. Asr xl - right. Reason(s) for revision: patient activity level prior to event: night pain, function impaired and movement restricted. - pain and high cobalt and chromium levels. (B)(4). Update: added surgeons name, hospital name and further reasons for revision. Received: (B)(6) 2013. *****bi-lateral patient. Left hip yet to be revised, awaiting further details - please see attached legal letter for further detail.***** patient has a competitors stem - 059871 / 810908 no indication of fault with stem so closed to CAPA. Update received: 12th june 2014 - (B)(6), added further reason(s) for revision: alval / soft tissue reaction, added patient name, added patient initials and cross referenced. *****bi-lateral patient - see (B)(4) for left side revision.***** this com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem

Event description:
Additional reasons for revision: pain and high cobalt and chromium levels.

Event description:
Asr revision, asr xl - right, reason(s) for revision: patient activity level prior to event: night pain, function impaired and movement restricted.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.